Event description:
It was reported that during a lap chole procedure, the device misfired. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 1/05/2008. Clip. The analysis results found that the el5ml device was received in good visual condition. The device was cycled and the first firing resulted in double fed clips, the remaining clips were conforming. The device locked out as intended. Care should be taken during full cycle of the trigger to ensure proper clip feeding and clip formation, as per the warnings and precautions included in the instructions for use: the trigger must be fully squeezed against the handle to ensure complete clip formation. Ensure full release of the trigger after firing. A partial release of the trigger may disrupt clip feeding sequence and may result in clip malformation. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.